Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of pericardial effusion was reported in a procedure where the versacross rf wire and versacross transseptal sheath were used among other devices, including the mitraclip delivery system (abbott). The pericardial effusion was treated with medication followed by pericardiocentesis and the procedure was aborted. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2021-0030.